Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized ten times in a month due to low blood glucose beginning on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident, and as low as 20 mg/dl on other occasions. The customer was at 120 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer has the pump completely shut off due to the lows. The customer's transmitter also needs charging every 2 days. The insulin pump will be returned for analysis.